Manufacturer narrative:
Additional information was received indicating that there was no thrombus noted in the main body of the bifurcate. Therefore, this complaint has been determined to no longer be reportable.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was thrombus in the 3 pieces of the incraft device, one 30 mm aortic bifurcate, one 24 mm x 12 cm iliac limb and one 24 mm x 10 cm iliac limb. The devices will not be returned for evaluation as it remains implanted.